Manufacturer narrative:
Weight, ethnicity, race- unk. This product is manufactured in the u.s. But not marketed in the u.s. Lens work order search-no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter stated that the surgeon implanted a 13.2mm vticmo13.2, -15.5/+3.0/098 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2020. On (B)(6) 2020 the lens was repositioned due to lens rotation. On 13-apr-2021 the lens was exchanged with a longer lens. The problem was resolved. The cause of the event is reported as unknown.